Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It is reported that customer experienced button malfunction. After troubleshooting, customer was advised that insulin pump will need to be replaced. Customer's blood glucose was 85 mg/dl. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.